Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers were failed. All components were not connected to the bus and remote smart service in offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline in remote support service and not detected on bus. A field service engineer found network cable was plugged into wrong network port, plugged into correct port station back online and found firewall was turned on, turned firewall off and rebooted no failure found the issue was resolved. The system functioned as intended after the field service engineer repaired the device.